Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced some falls and the advocate inquired if there was any data correlated to this, available in latitude nxt. Information from the field representative noted that this right atrial (ra) lead was found to have previously exhibited oversensing. These clinical observations were noted to have been known at this patients previous change out procedure a few years prior however, the physician opted not to replace this ra lead and remained in service with this patients new device. The field representative confirmed that this patients symptoms were not related to the device system and reprogrammed the ventricular threshold higher. This ra lead remains in service. No adverse patient effects were reported.